Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range pacing impedance measurement. The patient was brought into the clinic and found that the impedance was low at 235 ohms but within range. It was also noted that sensing had decreased. Boston scientific technical services (ts) was consulted and discussed options. An x-ray was taken approximately three weeks later which showed a device migration. No signs of a fracture were visable, although an insulation breech is suspected. No intervention has occurred at this time and the physician will continue to see the patient on a quarterly follow up schedule. No adverse patient effects were reported.